Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the customer had low blood glucose of 54 mg/dl and sensor glucose was 84 mg/dl. The blood glucose and sensor glucose levels were not in acceptable range. Current blood glucose was 115 mg/dl. Confirmed glucose alerts were on and low limit was at 75 mg/dl all day. Sensor glucose readings were 84 mg/dl and 92 mg/dl. Customer declined troubleshooting for the low blood glucose. The device will be returned for analysis.